Event description:
On (B)(6) 2017 the reporter contacted lifescan alleging that the patient's onetouch ultra2 meter was reading inaccurately compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The reporter alleged that the product issue began on (B)(6) at 4:16pm. The reporter stated that the patient obtained a blood glucose reading of 226mg/dl on the subject meter and an unknown reading on an emergency medical services (ems) meter. The reporter stated that these readings were taken within 30 minutes of each other but could not recall any further details. The patient manages their diabetes with self-adjusted insulin. The reporter stated that, prior to obtaining the alleged inaccurately high reading, the patient developed symptoms of "sweating and shaky". The reporter stated that they gave the patient candy, orange juice and apple juice in response to these symptoms. The reporter stated that they contacted the ems at 4:15pm. The reporter stated that the ems gave the patient something to drink. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner's booklet recommendation). The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event and third party medical intervention while using the product. The reporter could not recall the specific blood glucose reading on the ems meter. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.